Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The concentric target lesion contained >=90 degree bend and was located in the mildly calcified left circumflex artery (lcx) artery. A 2.75x28mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent delivery system (sds) became stuck to the catheter. The physician tried to pull the sds out forcefully, stretching the shaft. Eventually, the shaft broke near the rx junction. The physician removed the whole system out and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the distal part of the device including outer, inner, balloon, stent & tip. A visual and tactile examination found several light hypotube kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft break 103mm distal from the midshaft to hypotube bond. Based on the complaint report and the analysis completed the break most likely occurred during attempts to forcefully withdraw the device. The distal part of the stent delivery catheter including the outer, inner, balloon, stent and tip was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: if unusual resistance is felt before the stent exits the guide catheter, do not force passage. Resistance may indicate a problem. Use of excessive force may result in stent damage or stent dislodgment from the balloon. Maintain guidewire placement across the lesion, and remove the stent system and guide catheter as a single unit.¿ (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The concentric target lesion contained >=90 degree bend and was located in the mildly calcified left circumflex artery (lcx) artery. A 2.75x28mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, during the procedure, the stent delivery system (sds) became stuck to the catheter. The physician tried to pull the sds out forcefully, stretching the shaft. Eventually, the shaft broke near the rx junction. The physician removed the whole system out and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.